Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr got stuck on wire. A rotapro and rotawire drive were selected for use. It was noted the burr got stuck with the rotowire and could not be removed. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. There was no patient complications reported.